Manufacturer narrative:
The device was not received for evaluation and no imagery was provided. A device history review (DHR) was performed and the work orders did not reveal any issues that may have contributed to the reported event. Review of lot history for the relevant work order revealed no other complaints for ¿delivery system ¿ difficulty with valve alignment¿ or ¿balloon ¿ torn¿. A review of complaint data for august 2017 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category ¿valve alignment difficulties¿ ¿damaged¿. No instructions for use (IFU) or training inadequacies were identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Due to the device not being returned for evaluation and no applicable imagery being provided, the complaints of ¿balloon torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ were unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. A review of the lot history, DHR and manufacturing mitigation supports that it is unlikely that a manufacturing nonconformance contributed to the reported complaints. Although the device was not returned and no photographs or imagery of the reported were provided, complaint history review suggests that the crimp balloon most likely tore and had separated (adjacent to the (I/c) bond) during valve alignment. Potential root causes for separation of the crimp balloon material in this location have previously been identified and documented. It is likely that the reported difficulty with valve alignment led to the tear on the crimp balloon adjacent to the I/c bond. If valve alignment was performed in a tortuous anatomy, it may result in increased forces being applied to crimp balloon and I/c bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially damage the bond between the inflation balloon and crimp balloon if excessive force is used. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a tear in the I/c bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. According to the complaint description, the patient had such severe tortuosity in the thoracic aorta that alignment was instead performed around the aortic arch, where resistance was felt. Performing valve alignment at this location likely contributed to the reported difficulties due the non-straight section and potential valve diving. The diving of the valve and the additional force used to overcome the difficulty with alignment then likely contributed to the tear in the balloon. It was noted that the balloon ¿remained uninflated¿ when they attempted to deploy, indicating that it tore before attempted deployment. Available information therefore suggests patient factors (tortuosity) and/or procedural factors (valve alignment in a non-straight section) may have contributed to the reported event. However, a definitive root cause cannot be determined at this time. The complaints for ¿delivery system ¿ difficulty with valve alignment¿ and ¿balloon ¿ torn¿ were unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling or IFU/training inadequacies were identified, and review of complaint history reveals that the occurrence rates for the trend categories did not exceed the august 2017 control limits. No corrective/preventative actions are required at this time. No manufacturing or IFU/labeling inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards affiliate in (B)(4), during a transfemoral tavr procedure, there was valve alignment difficulties due to the patient's severe vessel tortuosity in the thoracic aorta. The alignment was then performed in the aortic arch, but resistance was felt. The esheath was pulled several centimeters out of the descending aorta. The second valve alignment was performed in the descending aorta. When an attempt to implant the 29 mm sapien 3 valve, the balloon remained uninflated and contrast agent entered into the inflation device. It was determined that the balloon was damaged. The delivery system and the sapien 3 valve were withdrawn from the body. A new delivery system and new valve were used for the procedure. The procedure was performed uneventful and there was no injury to the patient.